Event description:
A doctor alleged that three (3) patients had experienced the debonding of a restoration after placement with the nx3 white cement and optibond xtr products. This is the third of three (3) reports.

Manufacturer narrative:
Specific patient or incident information was not provided by the doctor. The patient had experienced the debonding of a crown approximately one (1) week after placement. The patient returned to the office and the doctor re-cemented the restoration using the same products, without further incident. To date, the patient is doing fine. While reviewing the doctor's bonding technique, it was discovered that he had not applied the optibond xtr adhesive to the internal portion of the restorations per the directions for use. The product involved in the alleged incident was not returned; therefore, a physical evaluation was performed on a retained sample, yielding results within specifications.